Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned and evaluated. A visual inspection found a crack in the light diffuser ring. This established a relationship between the reported failure and the device. The functional evaluation found no fault, the device performed within expected parameters. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded, however, at this time it is deemed that no further action is necessary in relation to this complaint. We have been unable to determine a root cause on this occasion. It is not possible to determine the exact cause of how the damage occurred. However, factors that are known to contribute to this type of issue, include mishandling, misuse, drop damage and storage location. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device's white ring around the pump interface was broken and does not take pressure properly. The malfunction happened during treatment and as there was no back up available, the treatment was completed with the traditional procedure. No patient harm was reported.